Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7072457.

Event description:
It was reported that the patient was having inadequate stimulation due to lead migration. The patient was given an injection and was reprogrammed.